Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a momentary low flow event. Upon review of the echo, it was found that the patient had severe/worsening aortic insufficiency (ai). Patient received fluid, noted to be volume depleted resolution of low flow alarms, noted worsening ai which was believed to be the cause of the increased pi events, patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log files provided by the account confirmed a momentary low flow event, as well as frequent pulsatility index (pi) events. According to the account, the low flows resolved after fluid administration. It was also noted that the cause of the increased pi events was the patient¿s worsening aortic insufficiency (ai). A direct correlation between heartmate 3 left ventricular assist system (lvas) and the report of severe ai could not conclusively be established through this evaluation. The submitted system controller event log files contained data on 15jul2022 and on 29jul2022. The log files contained multiple pi events. In addition, a low flow event was observed on 15jul2022 that did not last long enough to result in an alarm. It was noted that pi was elevated during the low flow event. There were no other notable events or alarms observed within the files. The pump appeared to operate as intended at the set speed throughout the duration of the files. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 provides an explanation of all pump parameters. In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Furthermore, section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later communicated that there was no repair performed for the worsening ai. Structural team was consulted to see if transcatheter aortic valve replacement (tavr) was possible. The patient was reportedly in subacute rehab (sar) with increasing mobility and was then admitted to the facility due to a fall and compression fracture. The fall was mechanical in nature and not device related.